Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the physician observed small r-wave episodes on the reveal strips. The clinic faxed these strips to the manufacture technical services for review. Based on review, technical services "concur" with the physician that there were very small r waves not marked and indicative of undersensing. During the call, the clinic nurse measured the r waves from the real time strip and found it to be the same size as the stored measurement. At this time, no reprogramming was done. The reveal remains in use. No patient complications were reported as a result of this event.